Manufacturer narrative:
The device analysis report is attached. This report is submitted on august 2, 2021.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2021. This report is submitted on 22 march 2021.

Manufacturer narrative:
This report is submitted on november 16, 2020.

Event description:
Per the clinic, the patient experienced skin issues at the implant site, and was treated with antibiotics (specific type not reported) for a duration of 10 days.